Event description:
It was reported to philips that the system did not work. There was no report of patient involvement.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that the customer's problem was attributed to an accidental fall of the system, after diagnosis it is found broken chassis, damaged internal boards and not turning on the system, unavailability of appropriate spare parts, therefore it is declared the non-repairable. The device remains at the customer site and no further evaluation is warranted at this time.